Event description:
The pt was hospitalized for cellulitis in their legs in 07/2002. After discharge, pt missed three follow-up appointments with their physician. Pt continued to take glucophage 1000 mg each morning and evening and glyburide 1 pill in the morning every day. Pt was obtaining results on the reported meter, which appeared to them to be in the 100 to 150-mg/dl range. Pt was intermittently feeling tired, sweaty, abdominal cramps, and thirsty. Pt thought that their blood glucose level was low and continued to eat more food. Two months later, pt obtained a result on the reported meter that appeared to be approximately 150 mg/dl. Pt also went to the laboratory for a 2-hour post meal blood glucose test. The result of 525 mg/dl was sent to the pt's physician the next day. The pt had an appointment with their physician in 9/2004; results of 600 mg/dl and 800 mg/dl were obtained on the physician's two meters. The physician told the pt that they thought segments were missing from the reported meter display. The pt was admitted to the hospital for 5 days. Pt was treated with IV fluids, IV insulin, electrolytes, and IV antibiotics. Since discharge, the pt has tested their blood glucose with a loaner meter from the visiting nurses. Pt has an appointment schedule with their physician the following month. The customer service rep confirmed that segments were missing from the meter display. The pt did not allege harm. There is an indication that the pt experienced injury and medical intervention due to the meter. The pt was interpreting results on the member to be low or normal while their actual blood glucose level was elevated. Based on the missing meter display segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.